Manufacturer narrative:
Date sent to the FDA: 08/17/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. ¿ were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / physiomesh, involved caused and/or contributed to the adverse events described in the article, specifically: hernia recurrence, seroma? If yes, provide details of event and specific suture product code. ¿ can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, physiomesh? Journal article: 17th annual hernia repair: march 30-april 2, 2016 washington dc, USA. Citation: doi 10.1007/s10029-016-1468-8; hernia 2016 march; 20 suppl 1:1-138 p-448 presentation title: long term outcomes following hernia repair with a microporous partially absorbable tissue separating mesh presentor/author: doerhoff c, hope w, bringman s, chudy m, romanowski c, jones p country: USA.

Event description:
It was reported in a journal article that a patient underwent a herniorrhaphy procedure on unknown date between 06/2010 and 05/2015 and the mesh was implanted. Following the procedure, a patient experienced hernia recurrence in the abdominal wall and/or seroma. Additional information has been requested.